Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he had no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose at time of incident was 458 mg/dl. The customer treated high blood glucose with a bolus after clearing the no delivery. The customer assisted in performing a 5.0 unit fixed prime. The customer stated the insulin did exit. The customer stated that she was dressing and may have tangled tubing causing the no delivery alarm. The customer was successful with bolus and with 5 units fixed prime.